Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: we would also like to know if the surgeon was crossing a previous staple line during this incident? If so, was that previous staple line a slr buttressed line? Lastly, can you please describe the back table staff¿s cleaning technique of the device during firing. 3rd fire on a sleeve gastrectomy. 1st and 2nd fire looked good, slr was used. Surgeon routinely checks and removes migratory staple if left behind when crossing staple lines. Staff wipes down stapler in between fires investigation summary: this is an analysis of photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: photos show tissue with a staple line and bleeding, due to the position of the tissue, it does not allow observing the shape of the staples, a surgical instrument is also observed. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. As part of our quality process, the manufacturing records of this lot could not be completed as the lot number was not provided.

Event description:
It was reported by the sales rep that during an unknown procedure that on the second fire on robotic sleeve gastrectomy. Sureform 60mm green reload with slr. The slr was pushed dismally and bunched. There were several unformed staples. The slr needed to be cut. The staple line was compromised and surgeon over sewed. No leak indicated after leak test. The surgery was delayed by 10 minutes. The procedure was completed successfully. Unknown adverse consequences for the patient.